Event description:
A 3.2 inr with protime system vs. 2.6 inr with unspecified lab system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed. Manufacturer conclusions- no conclusion can be drawn.